Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: there was no visible damage to the keypad. The up, down, and ok buttons were found to be intermittently responding to presses. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found intermittent response of keypad buttons. This report is made based on the results of evaluation.